Event description:
The pt sat on the commode and the commode collapsed. The pt did not fall. Husband caught pt before she hit the floor. MFR has concluded that the product was mfg between 10/26/92 and 11/2/92.